Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent pump shutdowns occurred. The customer's blood glucose level was between 197-200mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Reportedly the customer continued to use the pump for insulin therapy.